Event description:
A malfunction alarm was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer planned to use an alternate form of insulin therapy, specifically mdi, and was sent a replacement pump by cts. Instructions were provided for putting the faulty pump into storage mode and returning it to tandem via ups using a return box and pre-paid label.